Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had a cap that could not be removed. The low blood glucose reading was 1.8 mmol/l, which was treated with food. The caller stated that the battery cap was damaged. The blood glucose reading was 5.7 mmol/l. The caller was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.